Event description:
A customer reported that a pump malfunction occurred after the pump was dropped from a chair to the floor while changing the cartridge. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, successfully resolving the issue, and they were advised to continue using the pump and to contact support if the problem recurred.